Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Biliary drainage was implanted on (B)(6) 2021. On the (B)(6) 2021 an xray control was performed and there the physician saw that the drainage was broken. Please see attached picture. Drainage was removed over the wire with all parts. Nothing was missing.

Event description:
Biliary drainage was implanted on (B)(6) 2021. On the (B)(6) 2021 an xray control was performed and there the physician saw that the drainage was broken. Drainage was removed over the wire with all parts. Nothing was missing.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been investigated. A follow-up report will be provided once the device has been reviewed.

Event description:
Biliary drainage was implanted on (B)(6) 2021. On the (B)(6) 2021 an xray control was performed and there the physician saw that the drainage was broken. Please see attached picture. Drainage was removed over the wire with all parts. Nothing was missing.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. Photo evidence shows that the skater has separated at the radiopaque site. The wheeling quality manager has been notified of this issue, and will determine an appropriate corrective action.

Event description:
Biliary drainage was implanted on (B)(6) 2021. On the (B)(6) 2021 an xray control was performed and there the physician saw that the drainage was broken. Please see attached picture. Drainage was removed over the wire with all parts. Nothing was missing.

Manufacturer narrative:
"A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed, visually inspect the sample returned from the customer found, drainage tube was broken from the radiopaque marker band assembled and the complaint was confirmed. The possible root cause of this issue, during the assembly process operator does not follow the procedure mp-212 revision 11, ro band not fully banded with drainage tube. According to the procedure: 1. Place the hub bed end of the catheter over the bonding stylet to the stop 2. Place the ro marker band on to bonding stylet. 3. Set stop so 11mm of the bonding stylet is sticking out of past the tip of the ro band then slide the tubes together, ensure that the catheter hub is against the stop on the bonding stylet and tubes are pressed onto the marker band. 4. Apply positive pressure to the tip end of the catheter into the bonding tool until the ID forming hub is flush in the pocket of the hub position block. 5. Carefully remove the tubing from the ro band fixture. 6. 100% visually inspect, under 10x magnification, the bond lines for cracks and/or defects. Submit 10 devices beginning and 10 devices end of the lot tensile (pull strength) testing according to the procedure tm-001. According to the procedure caq-qa-016 if and ro band disconnected, notify production, quality, and engineer management immediately. The supervisor of the area has been notified of this issue and training will be provided to ensure operator understanding of the procedure and prevent this issue in the future. Training record attached with this complaint.